Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/18/2015 with the following findings: a review of the pump histories indicated a manual suspend alarm went unacknowledged for 18 hours on (B)(6) 2014 and for 25 hours on (B)(6) 2014, leading to ¿low battery¿ warnings and ¿replace battery¿ alarms. There was evidence of one ¿replace battery¿ alarm on (B)(6) 2014. The pump powered on normally with the returned battery cap and all current draws were found to be within required specifications. No errors, alarms or warnings occurred during investigation. The pump cover was removed, and there were no defects found to the power circuit. The complaint could not be duplicated on investigation. Investigation determined that the cause of the short battery life issue was an unacknowledged alarm, which led to the battery being drained.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a short battery life issue. The reporter stated that the pump had emitted replace battery alarms three or more times in a 30-day time period. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.